Event description:
It was reported that an impella cp was implanted in a patient post extracorporeal membrane oxygenation cannulation. During support, the patient exhibited bleeding, suspected to be from cardiopulmonary resuscitation and massive transfusion protocol was given. In addition, doppler pulses could not be found on the impella right side. The patient received one unit of packed red blood cells. The patient then suffered a hemorrhagic stroke. Care was withdrawn and the patient expired on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿